Manufacturer narrative:
The event was determined to be reportable following edwards standard procedures. A device history record review was not completed as the lot number was not provided. The device is not available for evaluation because it was discarded at the hospital. Another kit was used on the patient.

Event description:
It was reported that when the customer was inserting the guidewire into 20 gauge thin wall needle, it got caught in the middle. Customer pulled the guidewire but it also got caught and the wire became extended. The guidewire was removed together with thin wall needle and another kit was used. The device was discarded at hospital.